Manufacturer narrative:
Correction: b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1. A fluid leak was discovered at the time of the alarm. The patient was connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. The patient stated they saw fluid coming from the bottom of the cycler. The film on the back of the cassette was not loose. The cause of the leak is unknown. When the patient attempted to disconnect from the patient line the pin came out. Additional information has been requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1. A fluid leak was discovered at the time of the alarm. The patient was connected during the incident. Fluid was found in both the pump module area and on the external portion of the cassette. The patient stated they saw fluid coming from the bottom of the cycler. The film on the bag of the cassette was not loose. The cause of the leak is unknown. When the patient attempted to disconnect from the patient line the pin came out. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.